Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 36 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with emergency medical service and hospitalization overnight stay. It was unknown whether the customer was using the pump within 48 hours of the reported event or not and it was unknown whether auto-mode feature was active or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link transmitter with the test plug. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor anomaly noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 23-jun-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6)2023. (B)(6)2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered = 0.dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. There were no auto suspend alarm listed in the pump history file. There were user suspended alarm listed on the event date (B)(6) 2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Sensor anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.